Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or if add'l info becomes available.

Event description:
The facility reported an infusion pump with a failure code 810:04 on channel c during biomed testing. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. No add'l info or contact was available.